Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported they need a part for the back of the unit as some of the pins are loose. There was no reported patient involvement.